Event description:
It was reported that the patient presented in clinic for follow up. Extra cardiac stimulation was noted on the patient's left ventricular (lv) lead. The lv lead was deactivated. At a later date, the physician elected to explant and replace the lv lead. There were no patient consequences, and the patient was discharged from the hospital post-procedure.